Event description:
It was reported by the legal guardian (lg) that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device. The lg states that the device clogged up, which caused the build up of insulin in the insertion site, reportedly resulting into the infection. The patient was taken to the hospital and was diagnosed with bacteria cellulitis. The lg did not provide the patient's treatment and discharge date. Follow up attempts to the reporter have been made, however, they were unsuccessful and therefore, information is limited.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the hospitalization and cellulitis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.2. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.